Manufacturer narrative:
It is unclear if the cellulitis infection on the top of the foot was related to the ulcer treatment on the bottom of the foot. The patient presented with the cellulitis 3 weeks after treatment. Diabetic patients with foot complications are naturally susceptible to foot infections. The physician reported that the procedure went well, without complication, and that the ulcer completely healed in 3 weeks. He did not use prophylactic antibiotics in this case but has been using them in subsequent cases (as recommended with standard wound care for diabetic patients).

Event description:
3 weeks after a procedure to treat a diabetic foot ulcer on the bottom of the foot with the tenex health tx system, a patient developed cellulitis on the top of the operative foot. The patient was admitted to the hospital. The infection was incised and drained. It subsequently resolved. It is unclear if the infection was related to the ulcer treatment with the tenx health tx system.